Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = k142829. This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As reported, a fiber was observed on a flexor rtps guiding sheath at the end of a procedure to remove an unspecified inferior vena cava filter. Upon return and investigation of the device, a detached string of the tnrt liner was found. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.